Manufacturer narrative:
The device has not been returned. However, a nonvisual investigation has been completed and the results are as follows: device history record (DHR) results: the lot number was not provided. Stock product results: the complaint could not be fully verified. Returned sample(s)/device inspected results: the part was not returned. Investigation results: a thorough investigation could not be completed as the lot number and the complained part not available. Root cause: though the root cause for the complaint is inconclusive, some possible causes for drill fracture are the application of lateral forces while drilling.

Manufacturer narrative:
It was reported by the dentist that the drill broke while using for the first time. The drill was stated to have gone a quarter of an inch into the bone and then snapped at the shank. There was no serious injury or any other adverse events reported to the patient. The complaint part is yet to be returned for evaluation and investigation. No additional details about the part were provided upon follow up. However, no visual abnormalities were noted with the drill itself, a follow up report will be submitted after completion of evaluation and investigation.

Event description:
The dentist reported that the hahn tapered implant twist drill broke when used for the first time. The drill was stated to have gone a quarter of an inch into the bone and then snapped at the shank. No adverse events were reported with the patient and no visual abnormalities were observed with the drill itself. The procedure was completed successfully with another drill.